Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the upper jaw of the pituitary is missing. No patient injury was reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. The upper dynamic jaw is broken off at the base of the shaft. Optical examination discovered a quasi-brittle fracture, with unilateral damage and morphology suggesting a lateral direction of fracture. The location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload. The above observations are consistent with lateral bend stress overload.